Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 36-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis, gastritis and cervical spine degeneration. Concomitant products included lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression"), anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. She received treatment for pelvic pain and psycho injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Imaging procedure - on (B)(6) 2016: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. Imrdf/FDA codes error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 36-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included lorazepam (ativan) from(B)(6) 2015 to (B)(6)2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6)2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression"), anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, headache and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. She received treatment for pelvic pain and psycho injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: confirmed that the essure device was successfully occluded total bilateral occlusion. Imaging procedure - on (B)(6)2016: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New event allergic reaction was added, outcome of event pelvic pain changed from unknown to recovered/resolved, lab data essure confirmation test and reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 36-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression"), anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. She received treatment for pelvic pain and psycho injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded total bilateral occlusion. Imaging procedure - on (B)(6) 2016: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event allergic reaction was added, outcome of event pelvic pain changed from unknown to recovered/resolved, lab data essure confirmation test and reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain'). In a 36-year-old female patient who had essure (batch no. C06473), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products, included for an unreported indication: sulfonamide. Past adverse reactions to the above products included: multiple allergies with sulfonamide. Concurrent conditions included: bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included: lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem, condition:depression"), anxiety ("psychological or psychiatric problem, condition:mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and hypersensitivity had resolved. And the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left, 1 trailing coil on the right. She received treatment for pelvic pain and psycho injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016, confirmed that the essure device was successfully occluded. Total bilateral occlusion. Imaging procedure: on (B)(6) 2016, result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 36-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression") and anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown and the headache had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 36-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included lorazepam (ativan) from (B)(6)2015 to (B)(6)2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression"), anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, headache and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. She received treatment for pelvic pain and psycho injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: confirmed that the essure device was successfully occluded total bilateral occlusion. Imaging procedure - on (B)(6)2016: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event allergic reaction was added, outcome of event pelvic pain changed from unknown to recovered/resolved, lab data essure confirmation test and reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), hypothyroidism, uti, multigravida, parity 2, cesarean section, chest pain, back surgery, wisdom teeth removal, alcohol use, caffeine abuse and paratubal cyst. Previously administered products included for an unreported indication: sulfonamide. Past adverse reactions to the above products included multiple allergies with sulfonamide. Concurrent conditions included bipolar disorder, psychotic depression, violent behavior, energy increased, elevated mood, racing thoughts, hypersexuality, thought process disorder, nauseated, difficulty sleeping, palpitations, decreased appetite, abdominal pain, postpartum thyroiditis, auditory hallucinations, sore throat, ear pain, lethargic, weight loss (5 pounds), menses irregular, stress incontinence, urinary incontinence, hemiparaesthesia, vision blurred, cervical intraepithelial neoplasia, melena, menstrual cramp, blood in stool, dizzy, short of breath, foggy feeling in head, asthma (sports induced), schizophrenia, gi bleed, gastroenteritis and gastritis. Concomitant products included lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2018 for anxiety, olanzapine (zyprexa) and valproate semisodium (depakote) for depression, ibuprofen (motrin) for headache, levothyroxine since 2007 for hypothyroidism as well as carbamazepine (tegretol), hydroxyzine, olanzapine, paracetamol (acetaminophen), paracetamol (tylenol) and valproate semisodium (divalproex sodium). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problem condition:depression") and anxiety ("psychological or psychiatric problem condition:mental anguish/ anxiety"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown and the headache had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils on the left. 1 trailing coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish/ anxiety, migraines, headaches and fatigue. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.